Manufacturer narrative:
Product analysis: inability to update software was confirmed. The hard drive was reconfigured and the software reloaded. It was confirmed that the floppy disk drive was not functioning. The drive was replaced. It was confirmed that the display had an unresponsive area. The display overlay was replaced and calibrated to the stylus. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update. The programmer keeps getting stuck at 50 percent completion while showing a media error message when attempting to download the software update from a universal serial bus (usb). The user attempted to use the drive cleanup disk but the floppy disk drive was not working or recognizing the disk. It was further reported that the programmer display had an unresponsive area. The programmer was returned for service. There was no patient involvement.